Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and with missing segment due to lcd cracked zebra connector. No button error noted. Pump insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Customer stated she removed the battery and reinserted it and the alarm is recurring. The insulin pump was in the bathroom during shower and it was steamy. Customer also reported that the insulin pump has a partial display. The bottom half of the screen would go blank and be resolved by a battery change. Blood glucose value is unknown. Nothing further reported.